Event description:
The core impaction drill was sent for evaluation due to overheating prior to a procedure. A readily available alternate device was used for the procedure; no adverse event was associated with the device.

Manufacturer narrative:
Performance testing could not be conducted because the device had no power; as a result the customer's complaint could not be duplicated. However, corrosion was noted within the internal components of the device.